Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported post-operative complication cannot be determined or is unknown. There is no allegation that an isi device malfunctioned in a way that could have contributed to the reported incident. As a result, no products will be returned for failure analysis. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video was provided for review. As of 26-oct-2021, a review of the site's complaint history does not reveal any additional complaints involving this product or event. This complaint is reportable due to the following conclusion: after a da vinci-assisted right upper lobectomy procedure, the patient experienced bronchial necrosis. At the time of this report, the patient was intubated and still in the hospital. Although the surgeon commented that aggressive lymph node dissection for advanced cancer may have caused impaired blood flow in the bronchi, the root cause of the bronchial necrosis is unknown.

Event description:
It was initially reported that after completion of a da vinci-assisted right upper lobectomy procedure, the patient experienced bronchial necrosis. There were no intra-operative complications. The cause of the post-operative complication is unknown at this time. On (B)(6) 2021, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: on (B)(6) 2021, the patient underwent a da vinci-assisted right upper lobectomy surgical procedure. On post-operative day # 11, the patient experienced respiratory failure and was diagnosed with bronchial necrosis. As a result, the patient underwent another surgery, and a stent was placed. The surgeon stated there was no persistent air leak. The patient was intubated and still in the hospital. The surgeon commented that he was familiar with the da vinci system and the post-operative complication was not due to da vinci products. According to the surgeon, aggressive lymph node dissection for advanced cancer may have caused impaired blood flow in the bronchi. The following information was requested; however, was not available: the size of the necrosis, what instrument was used for bronchial dissection, how much of the bronchus was excised, was there any bleeding during the excision, and if any adhesions or anatomical issues were an issue during the excision patient-related details.